Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was not working properly. There was no patient or staff impact.

Manufacturer narrative:
Analysis found that the customers complaint could not be confirmed. The device was received in good condition. The device has been successfully tested according to its manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from service and repair stating that "please repair input chanel orbicularis orbis, tested with simulator, no signal"